Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated erroneous low phosphate results when patient sample total bilirubin results were greater than 200 umol/l. This report is one of three and represents the erroneous phosphate results generated on a unicel dxc 600i synchron access clinical system on (B)(6) 2011. The customer provided no explanation for the involved results and hence is cannot definitively established that results in this event are in fact normal production patient results. Beckman coulter assessment of customer supplied data indicated that two erroneously low phosphate results were generated from the unicel dxc 600i synchron access clinical system. Upon repeat on another instrument, the repeat phosphate results were higher. An additional two patient results were generated, which upon repeat were higher, however, collectively the results met the precision claims of the chemistry. The erroneous phosphate results were not reported out of the laboratory hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Samples were drawn in primary tubes.

Manufacturer narrative:
From the time period of (B)(4) 2011 through (B)(4) 2011 the field service engineer replaced the instrument photometer, flash encoder, and most of the sample handling system. The investigation is ongoing. A root cause has not yet been determined. Associated mdrs: 2050012-2011-08486, 2050012-2011-08487, 2050012-2011-08499.

Manufacturer narrative:
The original 3500a report indicated that "from the time period of (B)(6) 2011, the field service engineer replaced the instrument photometer, flash encoder, and most of the sample handling system. The investigation is ongoing. A root cause has not yet been determined." Additional investigation narrowed the cause of the event to the photometer. A beckman coulter inc. Representative met with the customer on (B)(4) 2012 and confirmed that the instrument was no longer exhibiting a low phosphate bias for affected sample types since the photometer replacement.